Event description:
It was reported to philips that the device experienced a recurring power interrupted inop message. It was noted by the customer that they had already replaced the battery and ac module in an attempt to resolve the issue but the inop message would return when the unit was powered on. The customer requested that the device be returned for bench repair. There was no patient involvement.